Event description:
It was observed during device inspection 3d image had a visual/display problem . There was no patient involvement in this reported event.

Manufacturer narrative:
The device was evaluated and as stated in section b5 , inspection found 3d image had a visual/display problem and evaluation found that the issue was due to a misalignment in the imaging section. The root cause of the imaging misalignment cannot be conclusively identified. Based on investigation, the reported issue probable cause was due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and or maintenance problem. Olympus will continue to monitor field performance for this device.